Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received motor error alarm and no delivery alarms on the insulin pump. The motor error occurred during a basal delivery attempt. The customer's blood glucose was 385 mg/dl, which was treated with a needle. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer was unable to resolve the no delivery alarm issue by changing the battery, infusion set, reservoir and insulin. It was not possible to troubleshoot for the no delivery alarm, due to the motor error. At the time of reporting, the customer's most recent blood glucose was 135 mg/dl. Nothing further was reported.